Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2258504. Medical device expiration date: 31-aug-2027. Device manufacture date: 15-sep-2022. Medical device lot #: 2322150. Medical device expiration date: 31-oct-2027. Device manufacture date: 18-nov-2022. Medical device lot #: 2287686. Medical device expiration date: 30-sep-2027. Device manufacture date: 14-oct-2022. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd safetyglide¿ needle the needle was blocked. This occurred with 104 devices of lot# 2258504, twice with lot# 2322150, 250 of lot# 2287686 and twice with an unknown lot. The following information was provided by the initial reporter: the needle is consistently getting stuck.

Event description:
It was reported that during use with bd safetyglide¿ needle the needle was blocked. This occurred with 104 devices of lot# 2258504, twice with lot# 2322150, 250 of lot# 2287686 and twice with an unknown lot. The following information was provided by the initial reporter: the needle is consistently getting stuck.

Manufacturer narrative:
H6: investigation summary : (B)(4) samples were provided to our quality team for investigation. (B)(4) samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All the samples expelled the solution with normal flow, clogged needle was not confirmed. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2287686. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10.